Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with endocarditis. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), the right ventricular lead, and the right atrial lead. The system was replaced with a leadless pacemaker. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection and interrogation result were normal. Device image download successful or attempted. No anomalies were noted. The cause of infection could not be traced to the device.